Event description:
Groin pain and popping of hip replacement prosthesis. Intraoperatively, it was discovered that the acetabular cup had shifted causing metal on bone rubbing. There was no bony ingrowth in the cup. Device failure.